Event description:
It was reported that the patient presented for a postoperative device interrogation. It was noted that the newly placed right atrial (ra) and right ventricular (rv) leads were dislodged. Chest x-ray confirmed the dislodgement. The ra and rv leads were explanted and replaced on (B)(6) 2025. The patient was in stable condition.